Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted: (B)(6)2014. (B)(4)

Event description:
It was reported that t-wave oversensing (twos), and occasional double counting of the wide qrs complex were observed with the right ventricular (rv) lead. The clinic chose to monitor the oversensing issue, and the rv lead remains in use. No patient complications have been reported as a result of this event.